Event description:
Additional information received reported that after the first trial ended in infection, the health care provider (hcp) was going to go ahead and put in the permanent implant because the patient had "such great" results with the trial. On (B)(6) 2011 the hcp tried to put in the implant, but could not get good placement in either the right or left formen, could not get "bellows," and had very little other signs it was in the best spot for effective therapy. The hcp decided to continue this placement as a second trial to see if the patient had therapeutic effect. The patient complained of pain again and the lead site was again found to be infected, but the pocket looked good. The patient was treated again with antibiotics, but the lead was removed on (B)(6) 2011. The patient recovered without sequela and the hcp stated the patient would wait three months before trying again to make sure the infection was completely healed. On (B)(6) 2012 the patient did go on to the permanent implant with good therapeutic effects.

Event description:
It was reported that the patient had an infection with the "wire line" during the trial phase of evaluation of the external neurostimulator. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3007566237-2012-02341 for infection event which occurred with the patient during another trial evaluation.

Manufacturer narrative:
The reporter of the new information was an unknown nurse from the doctor's office at the listed number, extension 229.

Manufacturer narrative:
(B)(4).